Event description:
It was reported that the non-preloaded intraocular lens (iol) haptic broke off during insertion into the left eye and the lens was removed and replaced with another johnson and johnson iol (same model, different diopter, 14.0) during the same procedure. An incision enlargement and sutures were required. There was no patient injury. The patient is doing well post-operative. Balanced salt solution (bss) was used and was at room temperature. It was noted that the customer thinks this issue may have occurred because the haptics are very thin and fragile. The lens was not positioned closer to the tip of the cartridge than normal. The product is not available to be returned. No further information was provided.

Manufacturer narrative:
Section a5:ethnicity and race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6: health effect - clinical code: code 4581 is to capture incision enlarged. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.